Event description:
It was reported that the insulin pump alarmed no delivery and that there was a leak in the infusion set tubing toward the reservoir. The blood glucose reading was 518 mg/dl., which the customer treated using the insulin pump. No symptoms of high blood glucose were noted. Upon troubleshooting, it was found that insulin did exit the tubing during a manual prime. After changing the infusion set, the customer was able to bring her blood glucose reading down to 400 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.